Event description:
It has been reported to philips that the system was not booting, stalling at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the pd.scomp.dcps_24v_12v_5v which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not booting, stalling at 00:00. Review of the log files showed mains power issue or malfunctioning sib related issues. Upon troubleshooting fse found that the unit that controls the dc power supply in the main cabinet in the machine room had malfunctioned and was not functioning. The defective parts were returned for analysis, for dc power supply, malfunction was confirmed, the mode of failure was electronic defect. However, the replacement of the dc power supply by the fse solved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.